Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2019 and the absorbable straps were used. It was reported that during surgery when firing the stapler the clip did not fix to the wall. A like device was used to continue the procedure. There were no adverse patient consequences reported.